Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media by the customer's daughter that the customer received emergency medical assistance due to low or high blood glucose on (B)(6) 2017, with unknown blood glucose at the time of the incident. The caller was using the recalled infusion sets that had not been replaced. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not call medtronic. No further information was provided. The insulin pump will not be returned for analysis.